Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging and having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.